Event description:
It was reported that the patient's ipg was inoperable. Follow up identified that the patient's ipg was very old and required frequent charging. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored to the patient post-operatively.